Event description:
During a surgical procedure, the right shoulder segment of the back plate separated and swiveled down. As a result, the pt's arm dropped down. No injury reported to maquet. MFR ref. # (B)(4).

Manufacturer narrative:
The affected back plate has been investigated. The locking bolt of the right shoulder segment has been found bent. As a result, the user probably did not mount the shoulder segment in the right manner so that the shoulder segment was able to swivel down. The locking mechanism can only bent due to rough handling (e.g. Dropping down onto the floor). The user is able to notice such a deformation before use. According to the instructions for use ((B)(4)) the device may be used only when it is fully functional and the user has to check that the device is in good working order prior to use. Additionally the instructions for use describe that the user has to check the proper fixation after mounting the shoulder segment. This is a single case. Maquet is not aware of similar incidents. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.